Event description:
It was reported that during the implant procedure, lead was opened and the doctor was not happy with the insulation of the lead. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Visual summary analysis of the lead indicated apparent explant damage. Abrupt increase in rv impedance from 600-700 to 1200-400 ohms week ending (B)(6) 2013. Alert for out of range subthreshold lead impedance alert on (B)(6) 2013. Observed high impedance on rv lead; other measurements using rv tip also out of range; no nsts. Sics are within normal limits. (B)(4).